Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 05-sep-2025, the user reported that their ilet had been making a grinding noise for over a month, causing fear of malfunction and inconsistent meal announcements. As a result, the user experienced fluctuating blood glucose (bg), with a highest bg of 852 mg/dl and a lowest bg of 29 mg/dl. High bgs were corrected by ilet dosing, while low bgs were treated with oreos and candy bars. Blood glucose (bg) was corrected with ilet dosing for highs and carbohydrate intake for lows. The user's reported symptoms included sweating and mood changes during lows, and thirst during highs. A replacement ilet was arranged. No outside assistance or medical intervention was required or reported at the time of call.